Event description:
It was reported by the patient that their blood glucose level rose above 250 mg/dl. The patient reported that the needle did not deploy when the pod was activated and that a communication error occurred during activation. The patient went through all activation steps, but the needle did not deploy, indicating a needle mechanism failure. The pod then began to alarm. The pod was worn for less than an hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.